Manufacturer narrative:
(B)(4). Batch n90c8v. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. Due to the condition of the I-blade we were unable to investigate further the hemostasis issues reported. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? No. If no: was the device on a vessel/artery when it would not open? No, on parenchym tissue. If yes, how was the device removed? (I.e. Cut off, forced opened) cut off. If cut off, did this cause a change in the plan of care for the patient? No. Did the removal cause any damage to the vessel/artery? No. If yes, what is the damage and how was the damage repaired? Bleeding, coagulated. Did the surgeon continue the case with this same device? No.

Event description:
It was reported that during an unknown procedure, the knife was stuck and the device couldn't be opened anymore. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.